Event description:
Patient returned to MRI scanner for repeated tests. When tranferred to MRI heart rate in 80's before scanner started. When scanner started heartrate onnonitors increased to 120's once scanner stopped to assess patient heart rate noted to be in 80's which is patients baseline.